Event description:
It was reported that when using the bd pyxis¿ medflex 2000, user attempted to request a medication, and although the system indicated that the request was approved, the item continued to show as still requested. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was requesting for pharmacist verify help. A technical support specialist found that the patient had two active names on record, one under the actual patient information and another under a temporary record. The request was submitted under the temporary name and was approved under the temporary record to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the issue.